Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 3/31/2021 h.6. Investigation: four open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on returned samples and photos and a broken non patient end of cannula was observed on three samples and a bent non patient end of cannula was observed on the remaining sample. Due to the condition the samples were returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. See h.10.

Event description:
It was reported that the pen ndl 32g 4mm pro was unable to deliver insulin/medication. The following information was provided by the initial reporter: this is a report from the customer (pharmacy) about needle clog. The patient who switched from 31g5¿ to pro4mm is complaining that drug doesn't come out or drug eventually comes out after repeated priming. The pharmacy provided an instruction on its proper use. This may be due to the patient's manipulative technique.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm pro was unable to deliver insulin/medication. The following information was provided by the initial reporter: this is a report from the customer (pharmacy) about needle clog. The patient who switched from 31g5 to pro4mm is complaining that drug doesn't come out or drug eventually comes out after repeated priming. The pharmacy provided an instruction on its proper use. This may be due to the patient's manipulative technique.